Event description:
The user was placed on full syringe of morphine with new tubing into the syringe pump. The rate was set and pump initiated to administer the medication. The display showed the medication infusing properly. A few hrs later it was discovered that although the display showed 108 mg of morphine administered, the syringe was full. Recommendations: the pump should not appear to be infusing if the syringe is not properly placed.